Event description:
It was reported that an ilet user experienced hyperglycemia with a peak glucose of 245 mg/dl that decreased to 177 mg/dl, with the user noting a headache and having not eaten since early afternoon; the pump was described as correcting glucose toward target, and connectivity to reports was unavailable because the pump was paired to a caregiver¿s phone. Symptoms included headache associated with elevated glucose. Outcomes included no alarms, no alerts, no hospitalization, and completion of troubleshooting and education with hydration advised. Investigation included remote troubleshooting and user education, without access to device reports at the time. Investigation of this case revealed no device alarms or malfunctions reported and no evidence of a device component failure, with blood glucose returning toward range consistent with expected therapy response. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.